Event description:
A facility reported the shunt would not release during glaucoma filtration surgery, and the backup shunt was inserted with no harm to the pt.

Manufacturer narrative:
Eval summary: product eval: the sample was rec'd for eval and the investigation is in progress. The device history record (DHR) for the lot was reviewed. There have been no similar complaints reported in the lot number. No abnormalities that could have contributed to a shunt not releasing were found during the DHR review and the product was released according to optonol's acceptance criteria. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info was requested and rec'd via phone on (B)(4) 2011 and (B)(4) 2011. (B)(4).